Event description:
Laser probe had virtually no aiming beam. Replaced with another probe and surgery continued without incident.

Event description:
Laser probe had virtually no aiming beam. Replaced with another probe and surgery continued without incident.